Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, the motor drive unit was making a grinding noise and not driving the disposable handpiece well. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.